Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -8.00/1.0/091 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to elevated iop and the problem was resolved.